Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were high pressure alarm messages. A functional check and pressure test were conducted. The reported issue was unable to be duplicated. The pump was ran with the user's returned program and a pressure switch test was performed. Visual inspection of the event log showed "high pressure" alarm messages after the pump started. It was recommended that the downstream occlusion sensor be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarmed high pressure. There was no reported adverse event.